Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio further evaluated the device's analog pcb assembly and determined that the cause of the reported issue was a failed relay, designator k1, on the analog pcb assembly. The k1 relay did not toggle to transfer energy. The customer received a replacement device.

Event description:
Physio-control was performing preventative maintenance on a customer's device and observed that the device would not deliver defibrillation energy. As a result, defibrillation therapy would not be possible, if it was needed. There was no patient use associated with the reported event.